Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a non-sustained right ventricular undersensing episode. Further review revealed that the device was post-sensed t-wave oversensing. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information received indicated that the patient presented in clinic. Review of merlin.net transmissions revealed that the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing and additional post paced t-wave oversensing episodes. No device intervention was reported but programming changes were discussed. Patient was asymptomatic.